Manufacturer narrative:
(B)(4). The returned polaris loop ureteral stent was analyzed, and a visual evaluation noted that the shaft was detached. The positioner was returned in good condition and was returned unladed and cut. During the functional test, a mandrel of 0.039" was used and it can pass through the stent without resistance. No other issues with the device were noted. The reported event was not confirmed. Based on the most relevant information of the complaint event description, device analysis and including the product record review results, the device meets all manufacturing specifications required and passed all the controls and inspections, no abnormalities were reported during the assembly process. According to the product analysis, the device has the shaft detached. Since the suture return unloaded and cut indicating that the stent was used, it is possible to conclude that operational factors, interaction of the device with the suture string such as entanglement, manipulation or excess of force applied during it use, could have caused the detachment observed. Consequently, affect the performance of the device. Therefore, adverse event related to procedure is selected as the most probable root cause for the complaint.

Event description:
It was reported to boston scientific corporation that a polaris loop ureteral stent was used during a kidney stone procedure in the kidney, performed on (B)(6) 2022. During unpacking, it was found that the stent was fractured. Another polaris loop ureteral stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results revealed the stent shaft was broken; therefore, this event has been deemed an MDR reportable event. Please see block h10 for full investigation details.